Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that angiocath autoguard pnk 20ga x 1.16in catheter was discolored. This was discovered during use. The following information was provided by the initial reporter: material no: 381703; batch no: 6063949. It was reported that the pink cannula is opaque and making unable to see if IV inserted properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that angiocath autoguard pnk 20ga x 1.16in catheter was discolored. This was discovered during use. The following information was provided by the initial reporter: material no: 381703, batch no: 6063949. It was reported that the pink cannula is opaque and making unable to see if IV inserted properly.